Manufacturer narrative:
Company rep evaluated the system and found the hospital antenna system was turned off. Customer was recommended to replace a new cable from the splitter to the antenna.

Event description:
Customer reported an issue with the panorama central station's server having communication loss, which may have affected telemetry monitoring. No pt injury was reported.